Event description:
Meditech-stainless steel greenfield vena cava filter, did not expand upon deployment. 50-501 model over the wire was used and filter was removed from pt without event-another model 50-301 was successfully deployed.